Event description:
It was reported that the device failed primary audible alarm test. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were removed upon receipt. The top and bottom cases are in good condition, no visible contamination was noted. Error codes were found in the event history log (ehl). Functionally, the system was powered up and infusion and occlusion tests were performed. The customer report problem could not be duplicated. The root cause could not be determined for the intermittent error as no problem was found. As a preventive measure, the speaker and interconnect board were replaced, and a self-test and occlusion test were performed. The software was updated from v6.0.0 to v6.0.1. The j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4) corrected data: d4: correction: model number: 3500